Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 7.8 cm abdominal aortic aneurysm in 2000. The aneurysm neck was reported to be very short and angulated with a 22-24 mm diameter and an 18 mm length. The illiac arteries were reported to be tortuous. The pt has a history of paroxysmal atrial fibrillation, carotid arterial disease, and a left retinal embolus. The pt was reported to be in excellent health despite the age. During the implant procedure, the stent graft was pulled down 2.5 cm during retraction of the runners, requiring placement of two aortic cuffs. No endoleaks and successful exclusion of the aneurysm were reported at the end of the procedure. Interval computerized tomography (CT) scans showed no evidence of graft failure, occlusion, or contrast extravasation until a CT scan performed on 7/2002 demonstrated that the aneurysm had increased to 8 cm in diameter from 7.2 cm at last follow-up. There was a small area of contrast extravasation at the junction of the two aortic cuffs. The cuffs were reported to have pulled away from the bifurcated stent graft due to neck angulation. The pt was brought to the operating room for an attempt at endovascular repair of the aneurysm. The aneurysm was accessed with difficulty because of the pt's vessel tortuosity. After inserting a sheath into the main body, a 14 mm balloon was inserted and inflated in an attempt to reposition the stent graft. The stent graft did not move with the balloon inflated. The balloon was then deflated. The decision was then made to convert the pt to open surgical repair. When the stent graft was exposed and examined, misangulation was noted in the components of the graft, and it was reported that endovascular repair was not possible. The aneurysm was dissected out with some difficulty, and the stent graft was separated from the proximal aorta and the illiac arteries without difficulty. Illiac artery inflammation was noted. Multiple suture breaks, strut fractures, and a graft perforation that was seated against the illiac artery were also noted in the illiac limb. A hemashield graft was anastomosed to the aorta and the illiac arteries. Hemostasis was verified, and the incisions were closed. The pt is reported to be fine.

Event description:
Analysis of the explanted stent graft has been completed. Component separation was unlikely due to the severe, complex angulation in the aortic neck, resulting in a type 3 junctional leak and aneurysm enlargement. It is likely the observed fatigue fractures in rings 1-2 of the fiburcate were due to compression of the bifurcate by the aortic cuff in the area of exteme angulation.